Event description:
It was reported that during a sleeve gastrectomy, prior to patient contact, the rod was stuck and broken, and the reload placed on it would only advance to the halfway point and stop. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter, (serial # (B)(6)) sigpshell, sig power sigpshell control shell, (lot # n4g2022y) egia45axt, egia45axt egia45 artic extra thicksulu, (lot # n5f1814y) egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5h0807) unknown egia su, unknown endo gia sulu, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.